Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at his ipg pocket site. The patient stated the pocket site was sensitive to the touch regardless if stimulation was on or off. The patient's physician prescribed a patch to apply over the implant site to see if it would resolve the issue.